Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. During the investigation, the pump was found to have severe fluid ingress, which cause the pump pcb to fail. This pcb failure caused the auxiliary alarm failure.

Event description:
The initial reporter states that the pump had no auxiliary alarm when it was tested. They also stated that this issue was found during testing and no patient was involved. (B)(4).